Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the customer's experience as the shield was fully dislodged from the sleeve. Based on the provided images, it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. The instruction for use (IFU) states that ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve.¿

Event description:
Name of procedure being performed: genetic predisposition to malignant neoplasm. Detailed description of event: the device was used correctly without forcing, an internal transparent piece of one of the trocars fell into the surgical field, they put the piece back in the trocar and continued with the use of the device without problem. Type of intervention: an internal transparent piece of one of the trocars fell into the surgical field,they put the piece back in the trocar and continued with the use of the device without problem. Patient status: unknown.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: genetic predisposition to malignant neoplasm. Detailed description of event: the device was used correctly without forcing, an internal transparent piece of one of the trocars fell into the surgical field, they put the piece back in the trocar and continued with the use of the device without problem. Type of intervention: an internal transparent piece of one of the trocars fell into the surgical field,they put the piece back in the trocar and continued with the use of the device without problem. Patient status: unknown.